Event description:
Incident occurred during upper gi exam, the scopomat 24 counterweight cable parted causing the scopo to rapidly descend onto the pt's abdomen. There was no apparent injury to the pt although they were complaining of pain in their abdomen. Customer would not provide any pt info.